Event description:
It was reported the patient experienced an abrupt loss of pacing due to an apparent right ventricular lead fracture. The lead also exhibited high impedance on the low voltage portion of the lead and a loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient experienced an abrupt loss of pacing, high impedance on the low voltage portion of the lead and a loss of capture due to a possible right ventricular lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summar: the lead was not returned to the manufacturer, however, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted (B)(6) 2007. (B)(4).